Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, unk product type: catheter. (B)(4).

Event description:
It was reported the pump was being replaced prophylactically for upcoming elective replacement indicator. The surgeon could not aspirate the catheter. A catheter revision was done; the catheter was removed. The holes at the tip of the catheter were occluded with a black substance. Patient status was noted as "alive - no injury/no adverse event". There were no patient symptoms/injuries related to this event. The pump was delivering fentanyl, infumorph, clonidine and bupivicaine.